Event description:
The dr claims that during the procedure, after declamping the graft, an unk quantity of blood leaked from holes. The leakage was stopped with direct pressure and the graft was left in. The procedure was continued successfully. There was no injury or complication to the pt.

Manufacturer narrative:
Examination of the unused returned segment of the implamted graft found no holes or other defects, including porosity defects. The collagen coating was found to be uniform. Therefore, product error is found with the returned sample. Based upon evaluation of the returned specimen, the exact cause of the doctor's experience is unknown. The manufacturing batch records for the device were reviewed. The manufacturing batch records are not atypical-there are no similar incidents against this batch. Note:sections. F14 have been updated with the new company name.